Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in a moderately calcified and moderately tortuous external iliac artery. A 7.0 x 40, 13 mustang balloon catheter was used to dilate the target lesion. During predilatation, the balloon ruptured at 10 atmospheres on the 1st inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).